Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. Initial reporter institution phone number: (B)(6). Initial reporter phone number: (B)(6).

Event description:
The customer reported speaker malfunction from the device. The speaker is silent. It is unknown if the device was in use at time of event, there was no adverse event reported.

Event description:
The customer reported speaker malfunction inops displayed from the device. The speaker had no sound. The device was not in use at time of event, there was no adverse event reported. A philips field service engineer (fse) went to the customer site. The fse confirmed that the speaker did not produce sound. Results of functional testing indicate the device speaker was faulty. The speaker was replaced and the device returned to normal function. The device was operational after repairs were completed.